Event description:
The customer stated 40 incorrect (falsely depressed) architect clinical chemistry calcium and two falsely elevated chloride results were reported out of the laboratory. The customer stated one initial chloride result of >150 mmol/l was generated for patient #2 and when repeated, a result of 105 mmol/l was obtained. The customer stated all quality controls were within range. There was no known adverse impact to patient management.

Manufacturer narrative:
No consequences or impact to patient (B)(4); incorrect or inadequate result (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) on site cleaned, adjusted, and replaced parts to resolve the issue. Calibration was successfully performed after part adjustments and replacements, and quality controls were within specification. The results of the samples tested after troubleshooting compared well with the other architect system in the lab. Review of complaint history for depressed calcium results and elevated chloride results did not identify any additional complaints. Review of 12 months of complaint data did not identify any atypical complaint activity that could be related to the customer issue. Review of the product labeling revealed the issue in question is adequately addressed in the labeling claims. Section 10 of the architect operation manual contains probable causes and corrective actions for discrepant results. Review of the customer architect c16000 result log for serial number (B)(4) confirmed an elevated chloride result of > 150 mmol/l was generated for sample ID (B)(6) on (B)(6) 2012. Additionally, on (B)(6) 2012, an elevated chloride result of > 150 mmol/l was generated for sample ID (B)(6). The log does not reveal rerun data for the two elevated chloride samples. Based upon the available information, no product deficiency was identified during the product evaluation.